Event description:
It was reported that the surgeon attempted to insert a micl12.6 implantable collamer lens and the lens tore while advancing in the injector. No pt contact.

Manufacturer narrative:
Results - (other): visual inspection of the returned product showed that a piece of a haptic plate was torn off, and missing and there was a clear surgical residue on the lens. A work order search was performed, and there were no similar complaints found within the work order.